Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2014 and suture was used. The surgeon reported that while opening the foil it was observed that the product was not sterile. There were no specifics given. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Retained samples were also evaluated. They were visually and functionally examined for seal strength and seal width and they met the requirements.